Manufacturer narrative:
Additional information: h6, h10the device was not returned for evaluation. No procedural videos, imagery, or photographs were provided for evaluation. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no other complaints relating to the reported balloon leakage and difficulty with valve alignment. The complaint for balloon leakage and difficulty with valve alignment were unable to be confirmed; therefore, a complaint history review is not required. It should be noted that the thv was deployed in the tricuspid position. The sapien 3 (s3) with the commander delivery system (ds) is currently indicated for native aortic valve replacement and surgical bioprosthetic aortic or mitral valve replacement. The instructions for use (IFU) and training manuals are for a transfemoral (tf) procedure in the aortic position for relevant guidance for an s3 implant using a commander ds. The following IFU/training manuals were reviewed for guidance/instruction: IFU-edwards commander delivery system, us, device preparation manual, and procedural training manual. Valve alignment: note: do not bend or apply torque to the proximal end of the balloon catheter throughout the procedure. Compression may be observed in the distal portion of the flex catheter during valve alignment. Diving may be observed between the thv and the flex catheter tip during valve alignment. Warning: if valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon. Utilizing alternate fluoroscopic views may help with assessing curvature of the anatomy. If excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary. Perform valve alignment in the straight section of the aorta. Balloon burst: if a balloon burst is suspected, do not attempt to pull back the delivery system into the sheath until you are prepared to conduct the following steps: attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If successful in pulling the entire balloon and delivery system tip into the tip of the sheath, withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not attempt to pull the delivery system through the remaining length of the sheath. If unable to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the entire peripheral vasculature, as there is risk of major complications. Conversion to surgery is recommended to remove the system and a surgeon should be in a position to be able to evaluate the situation. Based on a medical assessment of the size, tortuosity, and extent of calcification of the peripheral vessels, evaluate the risks and tradeoffs of carefully withdrawing the system into a more peripheral anatomy in order to allow a more localized surgical procedure. Consider use of an occlusion balloon to mitigate bleeding risks, especially if there is resistance encountered during withdrawal. If resistance is unacceptably high, convert to surgery rather than using excessive force to pull the sheath/delivery system to a different position. Ensure the valve is well opposed. If it is not, you must post dilate immediately with another balloon or delivery system and sheath. During manufacturing, the device is both visually inspected and tested several times throughout the process. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed  to the reported complaints. The reported balloon leakage and difficulty with valve alignment were unable to be confirmed, as no device-related photos were provided. Additionally, since the device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis, and therefore no manufacturing nonconformances were able to be identified. A review of lot history, DHR, and manufacturing mitigations did not reveal any indications that a manufacturing nonconformance contributed to the event. A review of IFU/training materials also revealed no deficiencies. It should be noted that the thv was deployed in the tricuspid position. The sapien 3 (s3) with the commander delivery system (ds) is currently indicated for native aortic valve replacement and surgical bioprosthetic aortic or mitral valve replacement. As reported, ¿there were difficulties during valve alignment. The operator locked and unlocked the system more than usual. In addition, during the mounting procedure the operator overturned the fine adjustment wheel¿. In this case, it was likely due to the patient factors. Multiple locked and unlocked was indicating to releasing the tension (valve compression/diving) on delivery system during valve alignment due to patient¿s anatomy condition. Per training manual, ¿if valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon. Utilizing alternate fluoroscopic views may help with assessing curvature of the anatomy. If excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary¿. Available information suggests that patient factors (patient anatomy) may have contributed to the complaint event. As reported, ¿the operator locked and unlocked the system more than usual¿, and ¿during the mounting procedure the operator overturned the fine adjustment wheel¿. It was potentially excessive device manipulation during valve alignment, and it could potentially lead to damage to the balloon and resulting in leakage. Per training manual, ¿if valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon¿. Available information suggests that procedural factors (excessive device manipulation) may have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no edwards defect, which could have resulted in the complaints, were confirmed, no preventative or corrective actions are required. Since no product non-conformance or IFU/training deficiencies were identified, a product risk assessment (pra) is not required.

Manufacturer narrative:
UDI (B)(4). Investigation is underway.

Event description:
As reported by an edwards field clinical specialist, a 29mm sapien 3 valve was placed in a pre-existing tricuspid ring via right ij approach. There were difficulties during valve alignment. The operator locked and unlocked the system more than usual. In addition, during the mounting procedure the operator overturned the fine adjustment wheel.  An attempt to deploy the valve was performed however a leak was observed and there was thought to be a hole in the balloon.  The entire system (valve, delivery system, sheath) was removed. A second 29mm sapien 3 valve and commander delivery system was used.  The sapien 3 valve was placed within the tricuspid ring in a good position with good tee results. The patient left the or in stable condition. The doctor found no fault with the equipment, just overturning the fine adjustment wheel. No patient injury. The devices will not be returned for evaluation.